Event description:
It was reported that the packaging to a flexor ureteral access sheath and dilator was not properly sealed. When the user opened the sterilization packaging, the device came out from the other end of the packaging. It was noted that the one side of the sterilization packaging was not sealed. This was noted prior to patient contact. The procedure was completed by replaced another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer phone: (B)(6). Occupation = non-healthcare professional - unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Summary of event: it was reported that the packaging to a flexor ureteral access sheath and dilator was not properly sealed. When the user opened the sterilization packaging, the device came out from the other end of the packaging. It was noted that the one side of the sterilization packaging was not sealed. This was noted prior to patient contact. The procedure was completed by replaced another new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One flexor ureteral access sheath in the packaging was returned to cook for investigation. The chevron end of the package was pealed open. The opposite end does not appear to have been sealed at all and there are no marks indicating a seal was attempted. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. Due to the individual nature of inspecting the packing seals, failing to detect one missing seal does not indicated other missing seals on the same lot or on other products in the field. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Cook has concluded that this complaint is related to manufacturing. The inspector who did not identify the missing seal has completed defect awareness training. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report since the previous medwatch report was sent.